Manufacturer narrative:
Correction: the customer reported that it is unknow which lot number went to each of the (3) three patients. D4 was previously reported with lot m163859 incorrectly this lot was not used. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m169040, m165665 and 1046301 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot (s) m169040, m165665 and 1046301 and test base part number 190-430 / lot m169040, m165665 and 1046301. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m169040, m165665 and 1046301 showed that the complaint rate is (B)(4)% for all three lots. In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lots for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please see MFR. Report: 1221359-2021-03765 and 1221359-2021-03767 all reports related to this event.

Event description:
The customer reported (3) three false positive results with the ID now covid-19 assay performed on (B)(6) 2021 with three lot numbers (1046301, m165665 and m169040). This MFR. Report addresses patients 2 of 3. The customer reported (1) one false positive (B)(6) 2021 with the ID now covid-19 assay performed on direct tested kitted nasal sample swabs. No repeat testing was performed. Confirmation testing was performed using pcr on nasopharyngeal samples and negative results. The customer reported that the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. It is unclear at which lot number was used on each patient so the lot will be reported as unknown.